Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-02980. Reference manufacturer report number: 1627487-2019-08884. It was reported that the patient was not receiving adequate stimulation. Follow up identified that the patient suffered a fall, and x-rays showed that both leads were fractured. Surgery may be pending to replace the system at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The reported event of autoreducing was confirmed. As received the microscopic inspection leads identified a kink in the lead body where all the internal wires were broken. The fractured wires are consistent with the lead being subjected to overstress while in vivo. The device was originally marked as non-returned. The applicable fields were changed to reflect analysis of returned device.

Event description:
Additional information obtained via follow up indicated that the leads were explanted and replaced, resolving the issue.